Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was applied. There was no reported patient injury. The procedure was performed with a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). There was no apparent device or packaging damage before use. The sheath introducer used was a non-cordis sheath introducer, but the manufacturer, model, and french size were unknown. Angiography confirmed suitability of the femoral artery, including insertion angle of 30¿45 degrees. Vessel diameter was greater than or equal to 5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at the puncture site or nearby. After removal, the plug did not detach from the exoseal vcd. The operator checked the device outside the patient, pressed the plug deployment button, and it could be pressed. The deployment button was fully pressed and flush with the handle. The device was stored and prepared according to the instructions for use. There was no vessel tortuosity observed, and no difficulties were encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with the physician keeping their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 5f csi was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the ifus, while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic pattern in the indicator window changed to solid black. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was applied. There was no reported patient injury. The procedure was performed with a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). There was no apparent device or packaging damage before use. The sheath introducer used was a non-cordis sheath introducer, but the manufacturer, model, and french size were unknown. Angiography confirmed suitability of the femoral artery, including insertion angle of 30¿45 degrees. Vessel diameter was greater than or equal to 5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at the puncture site or nearby. After removal, the plug did not detach from the exoseal vcd. The operator checked the device outside the patient, pressed the plug deployment button, and it could be pressed. The deployment button was fully pressed and flush with the handle. The device was stored and prepared according to the instructions for use. There was no vessel tortuosity observed, and no difficulties were encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with the physician keeping their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. The device has been returned, and while the lot number could not be entered into the system due to repeated errors, the packaging bag was mailed back together.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.